Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation: customer returned (260) 3/10cc, 8mm, 31g syringes in sealed poly bags with the shelf cartons from lot # 6144783. Customer states that they drew up some meds there was some kind of white matter in syringe. Thirty out of 260 returned syringes were examined and no white material was observed in or on any of the samples. However, 11 out of 30 samples exhibited a small amount of clear liquid inside the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. Possible root causes for excess silicone include: some associates do not degas the silicone after refilling the tanks, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv. A review of the device history record was completed for batch #6144783. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during the production of these batches. CAPA # (B)(4) and (B)(4) have been opened to address this issue. (B)(4).

Event description:
It was reported that after drawing up medication, white foreign matter was observed in the bd insulin syringe with the bd ultra-fine¿ needle (0.3ml 31gx5/16)". This was observed before use and there was no report of injury or medical interventions.